Manufacturer narrative:
The patient provided that her doctor's name is dr. (B)(6). The lens remains implanted in the patient. A review of the manufacturing record was performed. Results met all specifications and release criteria. Medwatch 9614546-2012-00021 is being submitted for the right eye. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the patient received the tecnis intraocular lenses os (left eye) (B)(6) 2011, and od (right eye) (B)(6) 2011. The patient has 20/20 vision in both eyes for distance and near. However, her intermediate vision is not clear. She has to wear a +150 reader to do her paperwork. The biggest concern are the halos around every light and night driving is very difficult. The patient has tried plano anti-reflective and different colored lenses; however, they did not work. This medical device report is for the left eye.